Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a pump position adjustment the patient had his inflatable penile prosthesis (ipp) revised. Nothing was removed or replaced. Only an accessory kit was used. It was further reported the patient went into the hospital because the pump did not operate normally. Upon inspection of the device, no abnormality was identified. The device issues started 1 week prior to this hospital visit. The physician decided to do a pump placement adjustment. Only an accessory kit was used. The patient outcome was that he got well after this surgery.